Manufacturer narrative:
The reported complaint of a decreased battery longevity was confirmed. A software investigation was performed by reviewing session records and/or data logs provided from the customer. The root cause for the depressed battery level is due to the device power-on reset that was likely caused by the cardioversion procedure. It is known that an lp¿s battery will experience a temporary decrease in sustained voltage level during recovery from an lp reset.

Event description:
The patient received an unrelated electrocautery procedure which cause a power on reset (por) of the leadless pacemaker (lp). At a subsequent interrogation, the longevity calculation was lower than expected. The por was resolved with a device reset and the longevity calculation stabilized. The patient was in stable condition.